Manufacturer narrative:
The device was returned to olympus and the evaluation found scope mount was loose, failure of watertightness of the head side stopper, corrosion of electrical contacts, the scope mount was loose and scope mount was rusted. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited scope mount was loose, failure of watertightness of the head side stopper corrosion of electrical contacts, and scope mount rust. There was no patient involvement.